Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. A device history record (DHR) review was not required or performed as there was no allegation of device malfunction. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors including the 80:20 ventricular valve deployment position, in combination with a dynamic change in bp, CPR, and a potential interaction between the balloon pump and the valve during deployment may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during the transapical transcatheter aortic valve replacement (tavr) procedure, post valve deployment the echocardiogram showed severe ai and severe mr. The patient's pressure dropped, requiring the administration of medication, CPR, insertion of an iabp and then bypass and cooling to stabilize the patient. A second echo (tee) and fluoro were performed which subsequently revealed the valve had embolized into the left ventricular. A decision was made to implant a second valve. After some time the first valve was then crushed and retrieved through the apex and the second valve was able to be deployed in the aortic annulus. The patient was taken off bypass and was noted to be hemodynamically stable at the end of the procedure. Additional information provided indicated the first valve was positioned 70:30 ventricular (not aortic) and this positioning was not intended. It appeared that there was miscommunication between the implanting physician and the other physician who was inflating the balloon. During valve deployment the valve moved slightly ventricular landing in an 80:20 ventricular position. The valve then dislodged into the ventricle approximately 10 minutes post valve deployment. This was thought to be due to the ventricular positioning (80:20) in combination with a dynamic change in bp (increased from 40 to 150 mmhg systolic), CPR, and potentially an interaction between the balloon pump and the valve during insertion. The second sapien valve was prepped and deployed in a 60:40 position with a final result of mild pv leak.